Event description:
It was reported that vns pt has been experiencing sleep apnea. CPAP was prescribed for the pt to help with the condition. Good faith attempts to obtain, additional info are underway.